Event description:
It was reported "cannot adjust temp/humidity temp will go down but not up. Unknown where issue was identified at time of report. Unknown patient condition at time of report.

Manufacturer narrative:
(B)(4). The sample was returned for evaluation. A visual exam was performed and there were no major defects observed. Functional testing was performed and the unit was connected to 120vac. The unit passed the initial power connect test and navigated through the power-on self-test (p.o.s.t.) With no issues. During the temperature display accuracy test the unit displayed the correct temperatures and properly alarmed in the high temperature scenario. The unit was prepared for the functional bench test where water, an adult breathing circuit (880-36kit), 2-3 lpm of air pressure, and a 382-10 concha smart water column was connected to the unit for a real time operational scenario. In order to replicate the reported defect, an attempt was made to adjust the humidity gradient settings. However, the settings could not be adjusted as the unit was returned in auto settings mode. Auto settings mode is a design feature that allows the user to pre-set the temperature and gradient of the neptune for convenience. While auto settings mode is turned on, the settings may not be adjusted since they have already been pre-set. Once auto settings mode was turned off, the settings were able to be adjusted with no difficulty. The values were set as follows: temperature at 37 c, mode was invasive, and full rainout on the humidity gradient. The unit successfully negotiated all pre-operational self-tests again and was functioning real time. The unit heated up to the set temperature and functioned without any interruption or functional anomalies. The IFU provides instructions on how to activate and deactivate auto settings mode. The complaint cannot be confirmed. Functional testing did not reveal any operational anomalies. The unit was returned in auto settings mode. Once auto settings mode was turned off, the humidity gradient was able to be adjusted with no difficulty. The IFU provides instructions on how to activate and deactivate auto settings mode. Teleflex will continue to monitor and trend on complaints of this nature.

Manufacturer narrative:
Qn#: (B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A verification of the reported failure mode was conducted and 8 devices were taken from current production (425-00 concha neptune lot # 73e210002n) at the manufacturing facility and were functionally tested. No issues were encountered during the functional testing. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
It was reported "cannot adjust temp/humidity temp will go down but not up. Unknown where issue was identified at time of report. Unknown patient condition at time of report.